Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The stall due to the MRI was a normal MRI stall with recovery less than 2 hours. The pump was replaced on (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the personal therapy manager (ptm) had an error code of 8476. No alarms were heard. The patient missed his refill appointment on (B)(6) 2018. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Method, results and conclusion codes have been updated. Interrogation of the pump determined it was used to infuse compounded baclofen 1,300.0 mcg/ml; 447.3 mcg/day and dilaudid 10 mg/ml; (3.5 mg/ml) 0.0225 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient could not use ptm and saw a code. The pump was not working. Pump motor stall occurred (B)(6) 2018 4:36 pm; pump motor stall recovery (B)(6) 2018 5:22 pm. Pump motor stall occurred (B)(6) 2018 12:24 am; stopped pump duration exceeded 48 hours on (B)(6) 2018 at 12:24 am. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a health care professional (hcp) via a device manufacturer representative on 2018-nov-07. It was reported that the patient went to the emergency room on (B)(6) 2018 and upon interrogating the pump, it was confirmed the pump's motor had stalled on (B)(6) 2018 at 00:43. It was noted there was an "MRI on (B)(6) 2018 but motor stall recovery occurred." The managing physician was notified of the motor stall, and the patient was admitted to the hospital for "supplementation of medication." It was noted that surgical intervention was planned for (B)(6) 2018. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was believed that the motor stall was caused from an MRI the patient had recently. It had now been resolved. The pump was explanted and replaced with a new one. There were no further complications reported at this time.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly. Corrosion and-or wear and-or lubrication and stall due to gear wheel 3. Method, results and conclusion codes have been updated. If information is provided in the future, a supplemental report will be issued.